Event description:
The duett was deployed following an interventional procedure (via an 8 fr sheath in the right common femoral artery). The onset of symptoms included hypotension and redness at the groin site and were consistent with an allergic reaction. Compression was held and the pt then developed a small hematoma. A femstop was applied. The pt later became severely hypotensive. A CT scan was performed and showed no major bleed, and there were no signs of blood loss. The pt was discharged the following day with no further complications.